Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was somewhere over 700mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The mother states they would be calling back with the customer on the line in order to troubleshoot the device. The mother states the customer had been instructed by the doctors to remain off the pump for safety reasons.

Manufacturer narrative:
.

Event description:
It was reported via phone call by customer's mother that the customer's insulin pump does not work at times, but does not know what is going on. Additional information regarding her high blood glucose was that customer was in a water park, started not to feel good and started drinking a lot. Customer was then transported to the hospital on (B)(6) 2016. Customer was vomiting and went into diabetes ketoacidosis. Customer's mother stated she will call back once the customer is with her to troubleshoot insulin pump.